Manufacturer narrative:
B3 Date of Event was estimated based on device return date as there was no reported event.H6 Impact Code Insufficient Information - the device was returned with no allegation.Investigation Results:Device Analysis Findings:The device was returned for analysis. Visual inspection revealed that the telescope and sheath were kinked, no damages or failures were observed on the catheter board assembly nor on the hub connector pins. However, microscopic inspection showed wrinkles around the heat shrink tubing of the drive cable. The guidewire exit port was damaged, but the distal section of the tip was detached. Impedance testing showed an electrical open at the proximal end of the catheter; 0-10 cm from the distal housing. During the flush test, the device could not flush when the telescope was fully retracted and fully advanced. The functional test with the guidewire cannot be performed due to the device condition.Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation Conclusion:This investigation has been assigned an investigation conclusion code of Cause Linked to Device but Unable to Trace More Specifically following a review of the reported event details and the available information. In this case, the returned device showed an electrical failure, however, it was not possible to identify the probable cause of the observed failure. The difficult to flush issue has been investigated further and determined to be connected to the heat shrink tubing wrinkles, however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable.

Event description:
Reportable based on device analysis completed on (b)(6) 2026.The OptiCross HD imaging catheter was returned without any allegation of a device issue.However, device analysis revealed the tip was detached.